Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the moderately tortuous and non calcified right coronary artery. A 2.50 x 12 synergy drug-eluting stent was selected for use but failed to advanced into the lesion. A vessel dissection was noted during procedure. No further patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the moderately tortuous and non calcified right coronary artery. A 2.50 x 12 synergy drug-eluting stent was selected for use but failed to advanced into the lesion. A vessel dissection was noted during procedure. No further patient complications were reported. It was further reported that after the device was advanced into the patient, a non-flow limiting dissection. The physician placed a new stent to treat the event. However, the patient was sent to an outline facility for surgery as the dissection started to progressed up into the aorta. After that, the patient's status was good.